Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer returned the device to the foreign distributor. The distributor investigated the unit and found that the touchscreen was not responding in some functions including sensor enabling and calibration and the language drifted from english to german. The distributor was not able to access the error log as the touchscreen was not responding. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit showed a sensor alarm while the device was on a patient. The user disconnected the unit from the patient. It is unknown which sensor alarm was displayed on the unit. The patient was switched to another unit and there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the sipap unit and evaluated the device. An evaluation of the device duplicated the reported issue. The touchscreen was unresponsive on the bottom right corner of the screen.